Event description:
It was reported that the pump requested a minimum of 50 units during the load process after the customer loaded a cartridge with cold insulin. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.